Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set was leaking during enfortumab infusion. It was further reported that a small hole was observed in the tubing where the roller clamp was located. There was no report of patient injury or medical intervention associated with this event. No additional information is available.